Manufacturer narrative:
Other relevant components include: product ID: 8731sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient had his knee replaced on (B)(6) 2016, which was the same side as his pump. On the day following surgery, the patient started having pain going from the buttock to the bottom of the foot. It was stated that he had zero pain prior to the knee surgery, and the change in symptoms was sudden. The patient had a dye study done on (B)(6) 2016, and the physician was unable to aspirate and recommended having the catheter revised. It was indicated that the patient had not had any volume discrepancy; he had a pump refill after surgery, and they aspirated the same amount of drug as they normally did. Since there was no volume discrepancy, the patient insisted that the dye study was done incorrectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.